Event description:
It was reported that the pump touch screen was unresponsive. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided and diabetic ketoacidosis. Customer delivered a manual insulin injection and a bolus via the pump to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.